Event description:
After the doctor inserted the lens into the patient's eye, doctor noticed the haptic was broken off. The doctor enlarged the incision to remove and replace the lens. Stitches were needed.